Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had purple picture on first use after repair. There were no reports of patient harm.

Event description:
It was reported the subject device had purple picture on first use after repair. There were no reports of patient harm.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: r-unit broken. Based on the results of the investigation, it is likely the confirmed purple image was due to a broken r-unit. However, a definitive root cause could not be identified. Based on the results of the investigation, it is likely the broken r-unit identified during the device evaluation was due to electrical component problem. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.